Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had hypoglycemia unawareness. His blood glucose level would drop to 30 mg/dl or around 40 mg/dl. The customer had a midnight snack. The customer was taking a medication that caused his blood glucose level to drop. The device was not returned.